Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Claw plate and cables removed on patient left hip. Hardware irritation led to it being removed.

Manufacturer narrative:
(B)(6). An event regarding irritation involving a trochanteric grip was reported. The event was not confirmed. -device history review: device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined as there was insufficient information provided. Further information such as x-rays and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause.

Event description:
Claw plate and cables removed on patient left hip. Hardware irritation led to it being removed.